Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist the ccc reviewed the data supplied. The ccc did not see any errors from the error log and did not see any errors with the patient samples. Siemens is investigating the event.

Event description:
Discordant, sodium, potassium, chloride, calcium, and glucose results were obtained on three patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s), which were questioned. Patient 2 was sent to a hospital for repeat testing. The customer re-drew samples and tested them on the same instrument, resulting within the expected range. The customer tested the original sample on the same instrument and resulted within the expected range. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium, potassium, chloride, calcium, and glucose results.

Manufacturer narrative:
The initial MDR 2517506-2016-00556 was filed on december 29, 2016. Additional information (03/02/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and aligned aliquot probe. The cse replaced probes that were used for troubleshooting. The cse performed a quickcheck, resulting within range. The cse checked the aliquot drain and found no issues. The cause of the discordant, sodium, potassium, chloride, calcium, and glucose results was due to the malfunction of the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.